Manufacturer narrative:
One unpackaged ar-9532-36 serial/batch number (B)(6) was received for investigation. Upon visual inspection, the device was found to be broken into two pieces, with a section missing from the back. The reported condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. Device manufactured date 2016.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2024, it was reported by an arthrex employee via (B)(6) . That an ar-9532-36 univers revers¿ humeral cup screw guide broke in half. This occurred during a case. No additional information was provided, and additional information has been asked.